Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus china. Olympus china checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the main board due to the deterioration of the parts on the board due to the repeatedly use for a long-term use because more than 6 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The switch button of front panel was failed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.